Manufacturer narrative:
The mentor analysis lab received a photo of the device for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 275cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the left side, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. According to information received, the date of implantation and date of event were found to conflict. As such, the date of implant has been left blank until further clarification is provided. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 09, 2023, mentor received the device for evaluation. On january 16, 2023, mentor received additional information. The date of event was added as (B)(6) 2022. The date of explant was added as (B)(6) 2022. The patient's initials were added as (B)(6). The patient underwent replacement with a 275cc mentor memorygel breast implant. Mentor became aware that the patient also experienced a rupture of her right breast prosthesis. Refer to manufacturing report number 1645337-2023-01216 for the contralateral event. On february 02, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer's reference number: (B)(4).